Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Disposition of remaining portion of device is unknown. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was discovered during monthly maude review that the following incident was reported to the FDA: "the patient was undergoing a left knee acl repair. While using the arthrex scorpion multifire needle during an anterior cruciate ligament repair, the tip of the needle broke off. The surgeon decided to leave the tip in the ligament as it appeared secure rather than attempt to remove it which posed a risk." The above event description was entered by arthrex as shown on the maude database. The maude database did not contain facility/reporter information and therefore at this time no follow up can be performed. If additional information is received at a later date, this complaint will be evaluated as all complaints are in accordance with arthrex complaint handling procedures.